Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, the error description provided by the customer, "error 3fd - during procedure" could be confirmed by inspecting the device and reviewing the log files. The most probable root cause is a component failure (valve control system) by wear. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. Furthermore, a spare device should be available in case the device fails during use. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the camera head cable had a loose connection, which caused the screen to repeatedly turn black. The surgical prolongation took less than 15 minutes. No negative impact in state of health reported.